Event description:
It was reported on (B)(6) 2010, in manufacturer report # 3004209178201008585, that the pt's previously implanted pump was replaced due to its flipping in the pocket, and because "the catheter was sticking out of the skin." It was stated that the pump had "split the skin." It was later reported that the pt's pump (implanted on (B)(6) 2010) began to move around, again, last month. As the pt had movement of the implanted pump twice before, a new pump was implanted in the lumbar paraspinal region/upper buttock instead of the earlier abdominal location. The pt stated that there was a "considerable amount of pain" following this surgery. The pt's pump was interrogated and it appeared to be running adequately at stable dosing regimen. The pt's wounds appeared "well without any major sign of infection." The pt's pump contained bupivacaine at a concentration of 40 mg/ml and morphine at a concentration of 45 mg/ml, mixed to a volume of 20 ml. It was noted that the pt recovered from the event. No further details were provided at the time of this report. A follow-up report will be filed if additional info becomes available.

Manufacturer narrative:
(B)(4).